Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that inadvertent stent deployment occurred. During preparation of a 16x90/9fr uni plus 75cm wallstent® endoprosthesis, it was noted that the stent was already partially deployed. No difficulties were encountered with the opening of the sterile package that may have contributed to this issue. The device never entered the patient's body. There was an attempt to reconstrain the stent during preparation. The procedure was completed with a different device. No patient complications were reported.